Manufacturer narrative:
(B)(4).. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged particularly on the distal side with struts bunched and overlapping. The stent moved slightly proximally to the edge of the proximal markerband, exposing the balloon wall on the distal side for approximately 3mm. The crimped stent outer diameter (od) on the undamaged proximal side was measured and was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the midshaft kinked at 3cm distal of the hypotube bond. Damage was also noted to the inner lumen and outer extrusion distal of the port weld for a length of 5mm. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis on 20-jan-2017. It was reported that crossing difficulties were encountered. The 88% target lesion was located in the mid left anterior descending artery (lad). A 4.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and movement on the balloon.